Event description:
The customer stated that the cannula didn't fire out as it should and it is bent. She stated that her blood glucose reached 436 g/dl. She also said that she could smell insulin just before she took the pod off.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.